Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. If so, when? Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were three or four clips that were not holding. Some of the clips were scissoring. It is unknown if the clips fell into the patient. The case was completed with the device. There was no patient consequence. The device was discarded.